Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated when the patient went to school he became ill with vomiting. He was brought to the hospital; at admit his blood glucose was 600 mg/dl. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.